Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, p wave amplitude variation leading to undersensing was observed on the atrial lead. Diagnostic imaging was performed and confirmed that the atrial lead was dislodged. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.